Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo 90 infusion set was not inserted in all the way into the customer's body. Blood glucose levels were adversely affected and reported at 391mg/dl. A bolus injection was used to address the high blood glucose. Trace ketones were also observed. Customer drank water to resolve the ketones. No permanent injury was reported.